Manufacturer narrative:
Upon follow-up, additional information about the sequence of events and the patient was obtained from the clinical account specialist. The patient had a history of cardiac issues. In the past, he had slow vt where he received multiple shocks from his ICD. He had a medtronic ICD where the defibrillator portion was turned off for the vt ablation procedure. At the time, a bi-directional thermocool and a quad rv catheter were used for vt induction. The physician was able to induce vt multiple times with pacing and the arrhythmia would terminate itself. While the patient was in between vt inductions, and his rhythm was in sinus, the nurse realized that the patient was not breathing. The lab staff immediately gave him oxygen and tried to get him to breath, but the patient was non-responsive. They started CPR and gave him epinephrine. External defibrillator was used multiple times to get the patient out of vf. After almost an hour of CPR, (B)(6) declared time of death. According to the customer and the clinical account representative, the event was unrelated to the procedure or the device. The patient's name was (B)(6), age (B)(6), male, and had prior open heart surgery and an ICD put in about 1.5 years ago. The catheter has not been returned to bwi for analysis. If the catheter is returned to bwi in the future, an analysis will be performed and a 3500a supplemental report will be submitted to the FDA. Concomitant products: carto xp system, catalog # m470001, serial # (B)(4); stockert 70 rf generator, catalog # s7001, serial # (B)(4); coolflow irrigation pump, catalog # cfp002, serial # (B)(4). (B)(4).

Event description:
While mapping during a vt ischemic procedure using the carto xp system, the patient expired. An ablation had not been performed prior to patient's death. It was indicated that the patient had a history of heart disease.